Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal end of the crimped stent were damaged and distorted out of position. This type of damage is consistent with the stent encountering resistance while withdrawing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 573mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 20x3.50mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. Upon removal of the device from the patient, it was noted that the stent struts were lifted. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. A 20x3.50mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. Upon removal of the device from the patient, it was noted that the stent struts were lifted. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).